Event description:
Per spontaneous call from pt's daughter, she informed us that both of pt's pumps were giving a high pressure alarm. Daughter confirmed no kinks or clamping of the tubing. She tried turning pump off and changing the tubing but alarm still going off. Pt was instructed to go to the hosp. No further info available. Reported to (B)(6) by pt/caregiver.